Event description:
It was reported that a patient underwent a laparoscopic tubal ligation surgery on (B)(6) 2024 and suture was used. The surgeon performed subcutaneous suture suturing of the tissue at the incision site. Post-op, the patient experienced inflammation and wound secretion. The patient sought medical attention due to skin exudation, redness, pus discharge, and pain from an abdominal surgical incision. Upon examination, it was found that the skin at the suture site in the patient's abdomen was red and swollen, with small white pus spots pressing on the needle hole. The patient reported pain and continuous fluid leakage. Swelling from the incision began to appear around the 7th day after surgery. On the day of the patient's visit, the doctor disinfected and changed the dressing at the suture site once a day. After one week of treatment, the situation improved, and the redness, swelling, and pus points disappeared. However, there was still a small amount of liquid at the injection site. Further disinfection treatment was observed. On the 23rd day after surgery, there was still a small amount of liquid at the incision site, and the suture head was exposed outside the skin. The doctor removed the suture head and disinfected it. On the 25th day after surgery, the patient went back to the hospital for a follow-up visit. The skin at the incision site healed well without redness or swelling, and the chief complaint was no pain. It was stated that the patient has a significant rejection reaction to the suture, causing serious adverse reactions and mental damage. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the patient have an infection? If yes, please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical/surgical intervention required for this suture event including dates and results. Please describe and provide further details about what is meant by ¿serious adverse reactions and mental damage¿ that were caused by the rejection reaction. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures changed recently? If yes, please describe. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3 additional information was requested, and the following was obtained: the event date should update to be 2024-aug. The procedure date is (B)(6) 2024. The event issue occurred about 7 days after surgery.